Event description:
Clinic notes dated (B)(6) 2016 note that the patient's seizures continue to increase in the last few months with nocturnal clusters of tonic seizures that can last up to 45 minutes. The notes indicate that this can be explained by a tolerance to onfi that has been in use for more than two years and also the vns being at end of service. The notes indicate that the vns is at ifi - yes. The patient was referred for generator replacement and the medications were adjusted. The patient underwent generator replacement. The explanted generator has not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician noted that he believed the cause for the increased seizures was related to both the patient's increased tolerance to onfi and the vns device being near end of service. The explanted generator will not be returned to the manufacturer for analysis and will remain at the explant hospital.